Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was receiving high readings on her tandem insulin pump and t-connect app. She did a bg finger stick (700 mg/dl) which verified the high values. She became unconscious and her children contacted emergency medical services (ems) because the readings were not dropping. No treatment details were provided for the ambulance transport to the hospital. At the hospital her glucose levels reached 1274 mg/dl, and she was diagnosed with ketoacidosis and brain swelling. The physician informed the patient that the issue was caused by the sensor not giving information to the insulin pump which is why she did not get her insulin and her blood glucose was elevated. Although the duration of the hospital stay was not provided, treatment included insulin and IV fluids to lower the blood glucose, and she was later discharged to recover at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.